Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain, grinding, clicking, popping, instability, infection, permanent disability and disfigurement and elevated metal ion levels. Update: (B)(6) 2014 - medical records received. Patient was revised to address fluid collection. Upon revision metal stained cloudy fluid and corrosion were found. The adapter sleeve and femoral head are now being added to the complaint. This complaint was updated on: (B)(6) 2014.